Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system with dual port there was an issue with leakage. The customer stated the ¿cannula sited correctly and needle removed. Blood noted at the septum (grey portion) and when the cannula was flushed with saline it came out of this end.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: DHR review - all related challenges and sampling were executed and performed as intended. Qn review - one non-related reject occurred during production. Eura review - this incident does not exceed what has been analyzed as an acceptable risk for leakage. No sample was returned for evaluation. Therefore the defect could not be confirmed and the cause could not be identified. Because the severity is limited and the occurrence is low, no formal corrective action will be initiated at this time.